Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter resulting in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter.